Event description:
When the physician inserted the iab, the pump alarmed. He changed the inflation volume to 30-35cc, but the balloon would not inflate to full capacity. The iab was removed and replaced and there were no pt complications.